Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired with unknown reload and the surgeon reported the staple line was jagged, the staples were malformed, and there was some bleeding that occurred. The amount of bleeding could not be quantified, however no blood products needed to be given. The device was removed and surgeon noticed that anvil was loose. The surgeon oversewed staple line to control bleeding and complete case. Device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.